Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there are lines running across the display. There is no report or indication that the users were unable to view info and data on the display. There was no pt involvement.